Manufacturer narrative:
Corrected from exempt to k073023. The device has not been returned for evaluation. The most probable root cause is user error. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary.

Event description:
Additional information received the handpiece tore the capsule without vitreous loss and the hyaloid preserved. The incision size was 2.2mm.

Manufacturer narrative:
The device history record was reviewed, no deviation or issue was detected. The lot was manufactured according to specifications. The investigation is ongoing.

Event description:
The user facility in (B)(6) reported the irrigation/aspiration single use handpiece presented with sharp irrigation ports. The handpiece tore the capsule. Consequently, the patient needed a sulcus lens implant. A replacement product was used to complete the case.